Event description:
Terauchi, y., noguchi, t., tanioka k., et al. 2014. A case of percutaneous transluminal renal angioplasty for partial coverage of a renal artery by a stent graft after endovascular aneurysm repair. It was reported in a literature article that a zenith flex aaa endovascular graft bifurcated main body migrated during an endovascular abdominal aortic aneurysm repair. A 79-year-old female patient underwent an endovascular aneurysm repair for an infrarenal, fusiform abdominal aortic aneurysm. The main body device was placed just under the right renal artery, and two iliac legs were placed. Patency was confirmed by the last aortography during the procedure. Eight days post-index procedure, the patient¿s serum creatinine level was elevated to 1.3mg/dl from the baseline 0.6mg/dl. A contrast-enhanced CT scan performed prior to exacerbation of her renal function showed that the proximal edge of the stent graft was very close to the ostium of her right renal artery. Additional evaluation by a renogram revealed a severe decrease in maximum counts of radioisotope uptake into her right kidney, suggesting flow disturbance of her right renal artery. Thirty days post-index procedure, an angiography was performed to evaluate her right renal artery. A contrast filling defect was observed at the proximal site of her right renal artery. Further evaluation of the right renal artery using intravascular ultrasonography (ivus) revealed homogenous low echoic mass at the lesion having a contrast filling defect and severe stenosis caused by the proximal edge of the stent graft. A contrast filling defect was not observed by the last aortography during the index procedure, therefore it was determined the homogenous low echoic mass was not plaque shifted by placing the stent graft, but rather, thrombus caused by partial coverage of the stent graft. The patient had balloon dilatation, which was unsuccessful, so a renal stent was placed. The patency of her right renal artery was confirmed by aortography. Six months post secondary intervention, a CT scan confirmed patency of her renal stent. A renogram showed improvement of the maximum counts of radioisotope uptake into her right kidney. The physicians judged that unexpected proximal migration of the stent graft upon deployment had already caused partial coverage of her right renal artery and it was not diagnosed during the index procedure. No other adverse effects were reported for this incident. Terauchi, y., noguchi, t., tanioka k., et al. (2014) a case of percutaneous transluminal renal angioplasty for partial coverage of a renal artery by a stent graft after endovascular aneurysm repair. Cardiovascular intervention and therapeutics. 29, 146-150. Doi: 10.1007/s12928-013-0200-1.

Manufacturer narrative:
(Additional customer information) postal code: (B)(6). It should be noted that tffb-devices are distributed via one-device lots. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
. Correction: h6 - annex a investigation ¿ evaluation on 28jun2022 cook became aware of a journal article terauchi, y., noguchi, t., tanioka k., et al. (2014) , ¿a case of percutaneous transluminal renal angioplasty for partial coverage of a renal artery by a stent graft after endovascular aneurysm repair¿. Cardiovascular intervention and therapeutics. 29, 146-150. Doi: 10.1007/s12928-013-0200-1. As reported in the literature, a 79-year-old woman was admitted to the hospital for evaluation of an abdominal aortic aneurysm (aaa). She was taking oral medication for hypertension and dyslipidemia. She also had medical history of resection of myxoma (cardiac tumor) of the left atrium, pacemaker implantation for sick sinus syndrome, and laparotomy for rectal carcinoma. An intravenous computerized tomography (CT) scan revealed that her aaa had gradually dilated compared to the size at the former examination. Her aaa morphology fulfilled the indications for endovascular aneurysm repair (evar) treatment. Evar was performed using a zenith flex device (tffb-24-84-zt) unknown lot. According to the site, the main body was placed just under her right renal artery, but the patency of it was confirmed by the last aortography during the procedure. After the procedure, her serum creatinine (crn) level was elevated. A CT scan prior to exacerbation of her renal function showed that the proximal edge of the stent graft was very close to the ostium (opening). Additional evaluation by a renogram revealed a severe decrease in maximum counts of radioisotope uptake into her right kidney, suggesting flow disturbance of her right renal artery. Angiography was performed to evaluate her right renal artery 30 days after the evar. A contrast filling defect was observed at the proximal site of her right renal artery. The right renal artery was also checked with intravascular ultrasound (ivus). According to the literature the site performed balloon dilatation, but ivus revealed no improvement of the partial coverage caused by the stent graft. At this point, it was decided to place a stent. After placement of the stent, patency of the right renal artery was confirmed with aortography and the procedure was completed. Her serum creatinine level improved and the patient was discharged 38 days after evar. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, the journal article did include CT scans, angiography and intravascular ultrasound imaging. The following are the findings listed in the literature. Figure 1 of the literature includes an intravenous contrast-enhanced CT scans. The scans include and axial view (figure a) and a volume rendering view (figure b). The aaa had dilated at a rate of 5 mm per year compared with the former CT scan (a-1, a-2) the proximal neck of her aaa was straight and the length of the proximal neck was 33 mm (b). Figure 2 in the literature shows the last aortography during the evar showed patency of her right renal artery. Evar treatment was performed with a zenith flex (main body: tffb-24-82mm, ipsilateral limb; tfle-14-56mm and contralateral limb; tfle-12-56 mm). Figure 4 provides an intravenous contrast-enhanced CT scan performed after the evar. The scans showed a volume rendering view (a). According to the literature it revealed patency of her right renal artery, though the proximal edge of the stent graft was very close to the ostium of the right renal artery. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaaf_rev 5 ¿zenith flex aaa endovascular graft with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 2 indications for use the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: ¿ adequate iliac/femoral access compatible with the required introduction systems, ¿ non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: - with a length of at least 15 mm, - with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm - with an angle less than 60 degrees relative to the long axis of the suprarenal aorta. ¿ iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 4 warnings and precautions ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak, an increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ the zenith flex aaa endovascular graft is designed to treat aortic neck diameters no smaller than 18 mm and no larger than 32 mm. The zenith flex aaa endovascular graft is designed to treat proximal aortic necks (distal to the lowest renal artery) of at least 15 mm in length. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Lengths ¿ after endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.3 pre-procedure measurement techniques and imaging ¿ clinicians recommend positioning the x-ray c-arm during procedural angiography such that the origins of the renal arteries, and particularly the lowest patent renal artery, are well demonstrated prior to deployment of the proximal edge of the graft material (sealing stent) of the main body. Additionally, angiography should demonstrate the iliac artery bifurcations such that the distal common iliacs are well defined relative to the origin of the internal iliac arteries bilaterally, prior to deployment of the iliac leg components. 4.4 device selection ¿ strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ appropriate procedural imaging is required to successfully position the zenith flex aaa endovascular graft and assure accurate apposition to the aortic wall. ¿ inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. ¿ unless medically indicated, do not deploy the zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood to organs or extremities. Do not cover significant renal or mesenteric arteries (exception is the inferior mesenteric artery) with the endoprosthesis. Vessel occlusion may occur. During the clinical study, this device was not studied in patients with two occluded internal iliac arteries. ¿ inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent. ¿ inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ as the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. ¿ avoid damaging the graft or disturbing graft positioning after placement in the event re-instrumentation (secondary intervention) of the graft is necessary. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure) 8 patient counseling information physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. 11 directions for use ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. ¿ proximal aortic neck lengths should be a minimum of 15mm with a diameter measured outer wall to outer wall of 18-32 mm. ¿ iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) 11.1.5 main body placement note: radiopaque cannula on each stent between the renal arteries and the contralateral limb align with the contralateral limb radiopaque marker. 4.before insertion, position main body delivery system on patient¿s abdomen under fluoroscopy to determine the orientation of the contralateral limb radiopaque marker. The sidearm of the hemostatic valve may serve as an external reference to the contralateral limb radiopaque marker. 5. Insert main body delivery system over the wire, into the femoral artery with attention to sidearm reference. Caution: maintain wire guide position during delivery system insertion. Caution: to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula.) 6. Advance delivery system until the four gold radiopaque markers (which are positioned 2 mm from the most proximal segment of the graft material) are just inferior to the most inferior renal orifice. 7. Verify position of wire guide in the thoracic aorta. Ensure the graft system is oriented such that the contralateral limb is positioned above and anterior to the origin of the contralateral iliac. If the contralateral limb radiopaque marker is not properly aligned, rotate the entire system until it is correctly positioned halfway between a lateral and an anterior position on the contralateral side. 8. Repeat the angiogram to verify the four gold radiopaque markers are 2 mm or more below the most inferior renal orifice final angiogram 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Based on the information provided, reviews of imaging provided, and the results of the investigation, cook could not establish a definitive cause for this failure mode. The literature states it is believed the stent graft was already partially covering the right renal artery and it was not diagnosed during the evar. Therefore, a likely factor in the failure mode was unintentional user error with the improper placement of the graft. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.